Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. Same event as reported in MDR MFR #2029214-2015-00532.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured saccular large wide-necked left internal carotid artery (ica) aneurysm, the physician reported that the marksman catheter was ruptured by a headline guidewire that was used in the procedure. The physician reported difficulties in placing the marksman in the correct location. When the pipeline was tracked through marksman, the tip coil of the pipeline went through the perforated marksman which caused the pipeline to not fully deploy, resulting in the device getting stuck inside the marksman. The pipeline was able to be moved back through the perforation. However, this caused the pipeline to open up and deploy in an unintended location, the external carotid artery (eca) (reported in MDR MFR #2029214-2015-00532). The guidewire went through perforated marksman and had to be removed with the marksman, as it was stuck in it. Upon removal of the system, it was found that the marksman was perforated and kinked (accordion appearance) in distal, light grey segments. The device is not being returned, it was discarded by the customer. No patient injury was reported as a result of this procedure.